Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the rash as itching, burning, and prickly, with some skin breakdown beginning to occur. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.